Event description:
Patient began to experience hyperglycemia on (B)(6) 2013 and was unable to lower blood glucose by changing the accessories and delivering insulin via the infusion device. She felt sick, vomited, and was dehydrated, and she had a ketone level of "+++." Her blood glucose was "hi" on (B)(6) 2013, and her mother drove her to the hospital. She was admitted and received stationary treatment and an insulin infusion. She restarted infusion device therapy on (B)(6) 2013, and her blood glucose began to increase. The hospital staff believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.